Event description:
A home pt who had been using baxter prefilled saline syringes was notified of the baxter syringe recall dated 12/12/2002 and at the time of notification the pt reported experiencing signs of infection. It was reported that the pt contacted their physician and a blood culture was drawn from the pt's indwelling central venous catheter of unk type. According to the reporter, the culture grew klebsiella pneumoniae. It was additionally reported that upon receiving this info, the home pt sent a used syringe to an independent laboratory to be cultured. The reporter stated the home pt's used syringe cultured the same organism (klebsiella pneumoniae) as was cultured from the pt's indwelling central venous catheter. According to the reporter, the pt has been treated with an unk antibiotic, and there was no report of sequelae or permanent pt injury associated with this report.